Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. It was also reported that the patient was treated with antibiotics on (B)(6) 2022 (specific type and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 20, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 24, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced infection and necrosis at the implant site. This report is submitted on march 21, 2023.